Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, failed removal, ivc stenosis, dvt, pe, blood clots, clotting, and/or occlusion of the ivc. A failed removal attempt was performed approximately thirteen years post implant. According to the medical records, the patient received an ivc stent placement approximately thirteen years post implant. The medical records also confirm an unsuccessful attempt at removing the trapease filter from the ivc using loop snare and bronchial forceps.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused blood clots, inferior vena cava (ivc) stenosis, deep vein thrombosis (dvt), pulmonary embolism, filter fracture, and a failed removal. The patient reported becoming aware of filter fracture, failed removal, stenosis (ivc), dvt, pe, blood clots, clotting, and/or occlusion of the ivc, approximately thirteen years post implant. A failed removal attempt was performed approximately thirteen years post implant. According to the medical records, the patient has factor v leiden, was on eliquis, had pe¿s with the filter in, and had been on multiple anticoagulants over the years. According to the retrieval attempt record, a pelvic and inferior vena cava venogram at the right common iliac vein showed chronic changes with stenosis of the right common iliac vein, with chronic thrombus extending into a stenotic ivc below the filter. Moderate stenosis of the ivc at the level of the filter was also observed. Venogram of the left iliac vein noted chronic changes and possibly some acute thrombus in the left common iliac vein, robust collaterals extending from the iliac vein cephalad to the left renal vein. During the retrieval attempt, as traction was applied, the loop snare pulled through the cephalad component of the filter, which fractured. It did not appear that any of the filter components embolized at the time. From the right femoral access, bronchia forceps were implemented, the inferior component of the filter could be withdrawn, but the entire filter could not be successfully captured and retrieved. After several attempts from above and below the filter, were made, it was elected to stent through the filter in order to preserve flow and exclude the filter. A 22x70 wallstent was deployed, excluding the filter and improving flow through the ivc. The stent was then post dilated, acute clot was observed within the bilateral iliac veins and confluence, with improved flow through the wallstent and the ivc. Mechanical thrombectomy of the bilateral common iliac veins was then performed. Follow up venogram showed improvement in the patency of the common iliac veins and the lower ivc with a patent stent excluding the ivc filter. Additional angioplasty of the left common iliac vein and ivc stent was performed. Follow up venograms demonstrated improved patency through the caval system with successful exclusion of the ivc filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion of the filter was reported, however with the limited information provided the event could not be further clarified. Collateral circulation develops as a result of inherent circulation patterns being impeded. Blood clots, pe, stenosis, collateral circulation and dvt do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filters are not indicated for use in the prevention of dvt. The predominant concern for embedding with in the wall of the ivc is endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells, the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided it is not possible to draw a conclusion between the events and the device. There is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation.

Event description:
As reported an additional legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, ivc stenosis, dvt, pulmonary embolism, filter fracture, and failed removal. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused blood clots, inferior vena cava (ivc) stenosis, deep vein thrombosis (dvt), pulmonary embolism, filter fracture, and a failed removal. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion of the filter was reported, however with the limited information provided the event could not be further clarified. Blood clots, pe, stenosis, and dvt do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filters are not indicated for use in the prevention of dvt. The predominant concern for embedding with in the wall of the ivc is endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided it is not possible to draw a conclusion between the events and the device. There is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.